Manufacturer narrative:
The device was not returned to any of olympus locations. According to the information provided by olympus (B)(4), the user facility did not return the device for repair and canceled the repair. In addition, the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined. However, it is possible that the endoscopic image was flickering when the camera cable was shaken due to a partial disconnection of the camera cable. The cause of the partial disconnection of the camera cable could not be determined from the following investigation results. -there were no abnormalities in device manufacturing, concessions, or variability as a result of reviewing the device history record. -since the device is destined for overseas, the repair history could not be confirmed. -the reported event may have been caused by a partial disconnection in the camera cable. -the cause of the camera cable defect was unknown. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the endoscopic image was flickering when the camera cable was shaken. There was no report of patient injury associated with the event.